Event description:
A patient sample with a positive antibody screen (weak - 1+) did not react with the panel cells at a 15 minute incubation. Testing was repeated with an increased incubation time (30 mins). No reactivity was observed. Patient was later identified with an anti-jka antibody. Patient had no previous history of antibodies or transfusion history at the customer site. No erroneous results were reported.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).